Event description:
Delivery system of the smart stent broke off inside the patient. Attempts were made to remove the tip of the delivery system from a counter incision. It is believed that the piece is out but it is not verified. Upon trying to remove the piece the stent became dislodged and needed to be crushed to the side of the arterial wall and secured with another stent. Product is available in unit director office for inspection. Unknown harm to patient, unable to verify if the tip was removed.